Manufacturer narrative:
H10: h3, h6: the shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since the device was not received for evaluation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is received at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a knee arthroscopy, the t2 implant of the fast-fix 360 did not fire when activated and lowered. The t1 implant had to be removed from the patient. Surgery was completed without delay, using a back-up device instead. No further complications were reported. The patient's health was not affected.